Manufacturer narrative:
The phacoemulsification machine was examined and tested by an amo field service specialist (fss). The fss replaced the subsystem controller board, instrument manager, power supply, and footpedal cable assembly to resolve the safe mode errors. All calibrations were performed. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. In addition to the interoperability problem, power source problem was identified as the failure mode. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported of the whitestar signature system going into safe mode (error 2012-instrument host timeout error). There was no patient involvement reported as the customer was able to use their backup unit. It was reported that no patient treatments delayed or cancelled.